Event description:
It was reported that during a laparoscopic middle rectal cancer resection, the staple cannot be fired from the device. The or time was extended by two hours. There was no additional pt consequence.